Event description:
This is 2 of 2 reports for complaint (B)(4).

Event description:
It was reported by the sales consultant, devices not functioning or only functions intermittently. The event took place during surgery, as well as post-operatively. It was also reported the event did not contribute to a death or injury, whether the device was misused or not. No further information is available. This report is for a hand piece for battery powered driver. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
The additional evaluation shows that the item was received non-working. The item was released to the warehouse on 3/11/2007, purchased on 4/24/2007, forwarded to repairs on 4/20/2013, and shipped back to the customer on 4/29/2013. The evaluation section of inspection sheet 530fi405 rev ¿k¿ indicates that the motor was not functioning. The circuit board, motor/gearhead, membrane switch, flex circuit, and all applicable parts were replaced and device was returned to customer.

Manufacturer narrative:
Device is an instrument and is not an implant/explant. The item was received inoperable. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device manufacture date 03/11/2011. A review of synthes device history records revealed the hand piece for battery powered driver was manufactured by triangle manufacturing. The original synthes lot number for this part was 5413084, on which mrr 121572 was generated with stock eval 937 for cracks in the corners of the contact plate. The part was returned to the supplier. The part was later dispositioned acceptable. The part was returned to synthes as lot 5466906 and was inspected to inspection sheet number 05if000008. The product conformed to all requirements. No additional ncrs were generated during production. This lot was made to revision ¿h¿ of synthes drawing 05_000_008. Supplier lot number 001317. Synthes DHR¿s (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested.